Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recs0290 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the orange tab broke off the introducer sheath while it was being peeled.